Manufacturer narrative:
This is an initial report. The customer's product has been returned and an extended investigation is in progress. A final report will be submitted when the investigation is complete. Note: label copy instructs customers that the navigator continuous monitoring system results are not intended to replace traditional blood glucose results. Any adjustments to diabetes management must be based on blood glucose results only.

Event description:
Customer reported that in 2009, his fs navigator cm read 85 mg/dl and he experienced both a loss of consciousness and seizure activity. He also reportedly bit his tongue during the seizure. Customer did not report testing his blood glucose using the built-in fs bgm. No paramedics were called and he was treated with a glucagon injection and juice. Customer was not treated at a health care facility and no diagnosis or additional medical treatment was rendered. There was no report of death or permanent impairment associated with this event.

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure stent damage occurred. The 90% stenosed target lesion was located in the moderately calcified, non tortuous protected left main artery (lm). The lesion was predilated with a 2.5x20mm maverick balloon at 24atms for 10 seconds. A 3.50x28mm promus element stent was then advanced to the lm but was unable to cross the lesion. The device was removed from the patient and it was noticed that the stent was damaged. The lesion was predilated again with a bigger sized balloon and then another promus element stent was successfully implanted in the lesion. No patient complications were reported with the patient's current condition listed as "good". This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Returned transmitter was visually inspected and confirmed to have cracks in the battery area. Leak testing was also performed. The returned transmitter passed leak testing. Based on these results, this issue is not associated with remedial action (B) (4). This is a final report.